Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2: additional procode: ktt. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: manufacturing location: monument. Manufacturing date: 18 july 2022. Expiration date: 01 july 2032. Part: 04.037.012s, 10mm/125 deg ti cann tfna 170mm ¿ sterile. Lot: 908p714 (sterile). Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Sterilization control number (scn) supplied by jabil (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: component parts were not reviewed as the reported complaint, condition of ¿connecting screw detached during insertion¿, does not indicate breakage of the nail or any of its components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported, that during a procedure on (B)(6) 2023, the nail and the connecting screw detached during insertion into marrow. Prior to that, it seemed the connections were firmly established; there were also no problems when checking outside the patient. The connecting screw was able to be extracted from the marrow. Another connecting screw was used instead. The surgery was completed successfully with no delay. Patient was stable. After the surgery, it was confirmed that the connection between the screwdriver hexagon and the connecting screw was slightly loose. This report is for a 10mm/125 deg ti cann tfna 170mm - sterile. This is report 2 of 3 for (B)(4).